Manufacturer narrative:
The customer's reported problem is currently being evaluated by merge healthcare. For this reason, conclusions code: (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo monitor crashed during a critical patient procedure and resulted in a 15 minute delay while the hemo monitor was rebooted. Full disclosure was affected because the patient's vital signs and active hemodynamic monitoring readouts were not captured and external monitoring was used for the patient's nibp, EKG, etco2, and spo2. With merge hemo not presenting physiological data during treatment, there is a potential for delay in treatment that could result in harm to the patient. However, the customer reported that the procedure was completed successfully from using external monitoring devices while the hemo monitor was rebooted. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 29sep2016. The customer reported to merge technical support during troubleshooting activities that the hemo monitor was rebooted by the medical staff due to the unit crashing. The customer also confirmed that no patient harm occurred due to the reported issue. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). On 31aug2016, the customer contacted merge technical support again in response to recalls z-0665-2017 (2183926-02/15/2016-031-c) and z-2707-2017 (2183926-02/15/2016-068-c) requesting the available software patch. This patch corrects issues found in both identified recalls. The site's hemo application was upgraded to hemo v9.40.3. Patch 1 (ug-03334) on 01sep2016 which addresses the customer's reported crashing during this occurrence. However, it could not be confirmed that the customer's reported problem for this incident was caused from the issues identified in the recalls so no association was added to section h9 of this report. A review of the customer's hemo case management within merge healthcare's internal database on 18may2018 confirmed that the customer has not called in again concerning a freezing issue. No further actions are anticipated at this time due to the issue being readily apparent to the user, the assessed non-serious patient impact, and the site's upgrade to hemo v9.40.3 patch1. Revised information contained in this supplemental report includes the following: h1 - indication of malfunction as reportable event. H6 - evaluation codes: methods code: 22 software evaluation. Results code: 628 communications problem. Conclusions code: 13 device difficult to operate. H10 - indication of additional manufacturer information is contained in this follow-up report.